Event description:
Customer reported receiving a reading of 250 mg/dl on her freestyle blood glucose meter and then called the paramedics. The customer experienced the following symptoms: "leg was hurting, felt shaky and had a very high temperature." The paramedics took her to "harris methodist hospital" where she was treated with "insulin" to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer returned the meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. No further investigation is necessary.